Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was received for evaluation. A follow up will be submitted when the investigation results become available. Three (3) volumetrics tests of 10ml/hr and 10.1ml in piggyback mode all tested in specification. 1st test: 10.4ml or 104% of expected volume, 2nd test: 10.4ml or 104% of expected volume, 3rd test: 10.3ml or 103% of expected volume. The log review shows on (B)(6) 2019 and 18:55pm a piggyback start of 10ml/hr and 500ml. At 19:56pm infusion was put on hold with a volume infused to 10.1ml. At 19:57pm infusion was started and at 20:12pm infusion was stopped with a volume infused to 12.6ml. No further infusions took place that day. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As per reported by the user facility: it was reported by the customer's biomed the clinician was running a secondary infusion at 10 ml/hr and the pump infused 500 ml in an hour. IV solution being delivered was octreotide in normal saline 0.9%. The starting volume in the bag was 500ml. The volume to be delivered was 500 ml. The rate of infusion was 10 ml/hr. The time required for infusion was 50 hours. The volume in the bag at the time of the event was 0 ml. The primary bag was a 1000ml bag. The IV set being used was not provided. There were no alarms that occurred. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per reported by the user facility: it was reported by the customer's biomed the clinician was running a secondary infusion at 10 ml/hr and the pump infused 500 ml in an hour. IV solution being delivered was octreotide in normal saline 0.9%. The starting volume in the bag was 500 ml. The volume to be delivered was 500 ml. The rate of infusion was 10 ml/hr. The time required for infusion was 50 hours. The volume in the bag at the time of the event was 0 ml. The primary bag was a 1000 ml bag. The IV set being used was not provided. There were no alarms that occurred. There was no injury to the patient.